Manufacturer narrative:
(B)(4). Unit p-cap / reservoir locked properly in place. Unit received with cracked keypad overlay. Unit passed displacement test and self test. Unit received with unexpected battery power loss and had high sleep and active currents, problem isolated to electronic assemblies. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert and the battery was not lasting long enough. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.